Event description:
It was reported that a patient experienced what the nursing staff interpreted as a vtach event but the iacs and ics central station (s/n (B)(4)) did not alarm for vtach. It was reported that in reviewing the event disclosure data after the event, a 'high heart rate'alert was found in event disclosure but the staff reported that no audible alarm was heard and that the monitors did not alarm for vtach. There was no patient injury reported. The monitors have reportedly remained in use.

Manufacturer narrative:
Drager is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.